Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product failed functional testing with blade stall error. Further investigation found an internal short in the power cord. All 3 buttons perform as expected. The complaint was confirmed and the root cause was determined to be the shorted power cord. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the motor drive unit is randomly turning on and off. Since the unit was just being tested, there was not patient involved. Injuries were not stated.